Event description:
It was reported that one day post implant, the atrial lead dislodged. The lead was successfully repositioned and was functioning normally. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).